Manufacturer narrative:
Date of event: unknown, not provided. Complete catalog #, expiration date, and serial #: unknown, not provided. Device manufacture date: as the serial number was not provided, the manufacturing date is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the physician washed an intraocular lens, model ar40e, with balance salt solution (bss) before implantation, he found transparent debris on the back of the lens (optic). The physician has found that kind of debris occasionally. The physician requested to find out what the transparent debris is and why it was attached on the lens. No patient injury or involvement was reported. Additionally, it was reported that the suspect lens was discarded by the physician but the transparent debris was transferred in a glass bottle with bss and returned to the manufacture for investigation. No further information was provided.

Manufacturer narrative:
No product testing was performed since the product was not returned for investigation purposes. The lens was discarded by the physician. The transparent debris was collected and sent to an analytical lab for identification. Analysis by fourier transform infrared (ftir) spectroscopy identified the transparent material as an unspecified protein (biological material). Since the serial number of the lens was not provided, no manufacturing record review was performed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.